Event description:
Pt underwent an aortic arch replacement procedure in 2006. During surgery, blood leaking was evidenced from the base of the branchiocephalic branch of the graft. Hemostasis was obtained by using hemostat and gauze dressing. It was also reported that it took a few hrs to obtain hemostasis. Graft remained however implanted.

Manufacturer narrative:
No device eval was performed since the graft remained implanted in pt. Results - a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records; no product was rejected after sewing inspection. One product coated the same day than the complaint device underwent water permeability testing. Tests results indicated values well within product specs. No leakage was observed at the sewn seams. Conclusions - no conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on similar products would tend to indicate that the device was not defective.